Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the device preparation prior to use, the nurse prepared and tested the guidewire by inserting it into the introducer and found that some parts had come loose. So, the guidewire had to be replaced. It was suspected that the micro guidewire coating was damaged. There was no patient involvement.

Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned guidewire kinks in multiple sections at the distal end, the coil jumbled at 36mm from the distal end, and the ptfe coating intermittently peeled off from 714mm from the distal end to the rear end, which is consistent with the condition observed in the customer provided image and video. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions at the normal sections. From the condition of actual device, provided video, and simulation test result, it was likely that since the actual device was bent and pressed against the metal device to firmly abraded, it was kinked and ptfe coating was peeled off. Regarding the cause of jumbling in the coil, it was inferred that torque force was applied. However, since the details of procedure were unknown, it was not possible to clarify exactly when the event occurred.